Manufacturer narrative:
This follow-up report is being submitted to relay additional information. An investigation of the reported event remains in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient experienced ongoing pain and swelling with a protruding screw approximately twelve (12) months post-implantation. The patient reported persistent pain and swelling and noted a protruding screw. The causal relationship was reported as related to the device and possibly to the procedure. No treatment had been performed to date; the patient was advised to contact the fracture clinic. The patient reported having to stop working due to significant pain and swelling with prolonged standing and subsequently changed to a more sedentary position. The patient experienced activity limitation due to ongoing symptoms. No revision or explant was reported, and no hospitalization or other medical intervention was reported at the time of this complaint. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products in the d10 narrative below. D10: concomitant medical products, part (lot): 47493501003 (unknown) g2: foreign - event occurred in united kingdom. Attempts have been made to gather all product identification information, and no further information has been provided. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient experienced ongoing pain and swelling with a protruding screw approximately twenty-two (22) months post-implantation. The patient reported persistent pain and swelling and noted a protruding screw. The causal relationship was reported as related to the device and possibly to the procedure. No treatment had been performed to date; the patient was advised to contact the fracture clinic. The patient reported having to stop working due to significant pain and swelling with prolonged standing and subsequently changed to a more sedentary position. The patient experienced activity limitation due to ongoing symptoms. No revision or explant was reported, and no hospitalization or other medical intervention was reported at the time of this complaint. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; e1; g1; g3; g6; h1; h2; h3; h6. Correction to e1. The reported event could not be confirmed due to a lack of product/information. No product was returned, or pictures provided, and visual and dimensional evaluations could not be performed. The device history record was not reviewed due to a lack of product identification. Attempts have been made to gather all product identification information, and no further information has been provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Correction to d10, concomitant medical products, part (lot): 47493500903 (unknown). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
No further event information is available at the time of this report.